Event description:
It was reported by the aci vascular closure specialist that a patient underwent an interventional coronary catheterization procedure on (B)(6) 2012. Access was obtained at the right bifurcation via a 6f sheath (model unknown). Peri-procedure the patient was anticoagulated with angiomax. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the patient complained of groin pain and one day after the procedure a pseudoaneurysm was found under ultra sound. The patient was an inpatient staying post coronary stenting. The pseudoaneurysm was resolved with manual compression (duration unknown). The patient remains in the hospital for observation. No further information is available.

Manufacturer narrative:
Required intervention to prevent permanent impairment/damage (devices) and other serious (important medical events) are being added.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.